Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day after an open, low anterior resection, end to end anastomosis between rectum and colon, bleeding occurred. Medication was given to stop the bleeding, no blood transfusion was required. An unanticipated tissue loss was also noted.

Event description:
According to the reporter, one day after an open low anterior resection, end to end anastomosis between rectum and colon, bleeding of less than 500cc occurred. Medication was given to stop the bleeding, no blood transfusion was required. An unanticipated tissue loss was also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.